Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The device was microscopically and visually examined. At 3.5cm from the strain relief the hypotube was kinked. There was contrast and blood in the inflation lumen. There was blood in the guidewire lumen. There was contrast in the loosely folded balloon. The device had tip damage. The device was soaked in a water bath to break up contrast in the balloon and prepped with an inflation device filled with water and connected to the inflation port to inflate the device. At 6mm from the tip of the device there was a pinhole in the balloon. The device failed to inflate to rated burst pressure (rbp).

Event description:
It was reported that balloon rupture occurred. A 12mm x 2.00mm nc quantum apex balloon catheter was advanced for treatment. However, the balloon burst over the lesion. The device was removed and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 12mm x 2.00mm nc quantum apex balloon catheter was advanced for treatment. However, the balloon burst over the lesion. The device was removed and no patient complications were reported.